Event description:
According to the reporter, post-operative a bowel resection. The patient had a staple line leak where the 3 staplers were fired. The patient went back to the operating room to have an ostomy.

Manufacturer narrative:
D10 concomitant product: gia60tms tan stapler w/tri-staple tech (lot#: unknown) ta6035s ta 60-3.5 reloadable stapler (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative a bowel resection. The patient had a staple line leak where the three staplers were fired. The patient went back to the operating room to have an ostomy for the anastomotic leak.